Manufacturer narrative:
Method - MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, although no gross lead discontinuities visualized, it could not be confirmed that the lead pin was fully inserted, the strain relief appeared in adequate, no tie downs were visible, and the orientation of the electrodes appeared atypical. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that diagnostic tests indicated high lead impedance. It was reported that the pt had experienced an increase in seizures, which were at pre-vns baseline levels. It was also reported that the pt falls "quite a bit". X-rays were reviewed by the MFR, and it could not be confirmed that the lead pin was fully inserted. Additionally, the strain relief was not placed according to labeling with a sharp angle below the positive electrode, no tie-downs were visible, and the electrodes did not appear to be in the typically observed orientation. Revision surgery is likely.